Event description:
It was reported that the patient presented to the clinic for a follow up on dizzy spells. Oversensing was seen on a holter and the clinic made programming changes to the pacemaker and had given the patient a magnet to record electrocardiograms (egms). During interrogation, the magnet triggered egm showed oversensing and pause that correlated to patient feeling weak and dizzy. Isometrics and pocket manipulation were unable to reproduce oversensing. Pacing threshold and lead impedance were stable. Patient was dependent, so no r waves were measured. Ventricular sensitivity was increased to 5 mv and another holter was put on the patient. The patient returned to clinic few hours later complaining of dizzy, weak spells. Although, holter showed some short oversensing episodes, the physician was not convinced that it was a lead issue. The patient was admitted to the hospital to further investigate. X ray was performed, but the results were inconclusive. The patient was sent home with a magnet to record further episodes of feeling dizzy. All leads continue to test well and no oversensing is reproducible with isometric manoeuvers or pocket manipulation.

Manufacturer narrative:
External insulation abrasion was noted at 17.4-17.6 cm from the connector pin consistent with lead friction to the device can. The cause of oversensing and noise was due to an external insulation abrasion.

Event description:
New information received on 1/12/2018 notes that there was oversensing of noise per latest holter monitor and stress test results. Noise could be reproduced with arm movements. Patient was feeling dizzy at times but otherwise asymptomatic. There was no syncope. The patient underwent right ventricular (rv) lead extraction and replacement on (B)(6) 2018. There was still some oversensing when the new lead was connected to the existing device. Therefore, in the same procedure, the physician replaced the device also. Patient was stable pre, during and post procedure.